Manufacturer narrative:
Analysis of the returned fiber did not confirm the reported fiber sheath hole. However, analysis did identify devitrification and debris adhesion during technical analysis suggesting fiber usage. In addition, the fiber had a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during unpacking of the fiber for a photo-selective vaporization of the prostate procedure, the fiber sheath was observed to have a hole. The fiber was not used, and the procedure was completed with a second fiber without patient complications. The fiber was returned and analysis revealed a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.